Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of the complaint text, trending data review, and labeling review. Return testing was not completed as returns were not available. A review of customer data aligned with the customer¿s issue and no additional issues were identified. A search for similar complaints did not identify an increase in complaint activity for the alinity c ict sample diluent lot number 88810un24. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The overall performance of the alinity c ict sample diluent was reviewed using field data from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 88810un24 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent for lot number 88810un24 was identified.

Event description:
The customer reported a falsely elevated potassium result on a patient that was not reported out of the laboratory. The following results were provided: (B)(6) 2024 sid (B)(6) : potassium = 4.4, repeated on (B)(6) 2024 = 7.944 / 8.002 (normal range: 3.5-5.1 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated potassium result on a patient that was not reported out of the laboratory. The following results were provided: (B)(6) 2024 sid (B)(6): potassium = 4.4, repeated on (B)(6) 2024 = 7.944 / 8.002 (normal range: 3.5-5.1 mmol/l) no impact to patient management was reported.